Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, when removing the flexible screwdriver the handle broke. It is unknown how and where the issue happened. It is also unknown if there was patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an intertrochanteric hip fixation on (B)(6) 2018. It was noted that the interlocking mechanism of the nail had not been fully engaging when it was implanted. A flexible screwdriver handle broke when removing flexible screwdriver. Procedure and patient outcome is unknown. This report is for the intra-operative event. The need for the procedure is captured on related complaint (B)(4). This report is for a flexible screwdriver. This is report 1 of 2 for (B)(4).